Event description:
Consumer stated: I threw these all in the trash. I tried two of them, and both shed multiple bristles within a minute in the first use. I was especially concerned about ingesting them, as they're small, stiff, and sharp. Someone is going to get a bristle stuck somewhere and it's going to cause problems. I'm not a fan of spending so much for the brand name, but I guess I have to." No contact info, no product returned.